Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the drill was handed to the surgeon, it was discovered that it was bent. The surgeon attempted to straighten the drill, however it fractured. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ drill. A visual inspection was conducted on the returned drill bit. The bit shows signs of use including marking and scratching on the bit surface. Further inspection shows the drill has fractured near where the fluted portion of the drill meets the drill base. The drill tip was not returned. The complaint is confirmed. The customer stated that once they handed the drill to the surgeon, they realized it was bent. The surgeon tried to fix it, however, it broke on that attempt. A fracture analysis was not conducted as the customer stated that the drill was bent prior to use and fractured after attempting to use after being bent. A determination cannot be made as to what caused the drill to bend/ fracture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d9, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at the time of this report.